Manufacturer narrative:
Device not available for investigation as it is implanted. Internal investigation in progress, but not yet complete.

Event description:
Surgeon mentioned that a previous case had resulted in infection.